Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 09 apr 2024, it was reported that three infusion sets cannula were kinked and events occurred within the last 2 weeks. The symptoms were noticed three or more hours after insertion. The infusion set was inserted in abdomen and thigh and was in use for eight hours. Blood glucose at time issue was noticed to be 300 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.